Event description:
It was reported that the pt experienced a staph infection following pump and catheter implant. No treatment or outcome was reported. The drug contained in the pump at the time of the event was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).